Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamers inner shaft was difficult to remove from the outer "reamer" shaft after the device was able to be removed, scoring was observed throughout the device and would not fit properly into another "outer" reamer shaft. This was discovered after use in a procedure.

Manufacturer narrative:
Complaint allegation is confirmed. Visual evaluation notes ar-9676 had nicks on the edges around both ends of the shaft and strong circular abrasion marks around the outside diameter of the shaft. The hudson zimmer had nicked around the edges. Functional testing revealed that the devices did not rotate freely due to damage to the devices. The most likely cause of the reported failure can be attributed to user error due to misaligned insertion or prying/leveraging the device during insertion which causes interference and damage to the device.